Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the proximal segment of the lead was returned severed approximately 120 mm from the terminal end. Examination noted that the distal high voltage cable was fractured at the proximal end of the yoke stake block in a manner that was consistent with induced damage at explant. Bench testing has re-created this type of damage by grabbing the yoke of the lead and pulling with force to remove the lead terminals from the device header. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead recorded a code 1005 indicative of an open circuit condition due to a high out-of-range shock impedance measurement greater than 145 ohms detected upon shock delivery. The patient went into an arrhythmia and the first reverse polarity shock was greater than 125 ohms, and did not convert. The second shock triggered the code 1005, and did not convert. The patient converted on his own. It was noted that shock impedance daily measurements were in the 60-ohm range in september 2020, and have increased to the 70-80 ohm range over the past few months. The patient was later admitted to the hospital due to an unrelated, underlying condition of heart failure. Two days later, checks for noise and variable impedances were performed with isometrics and pocket manipulations, however sensing, thresholds, and rate/sense impedance measurements were stable. Rv to can shock impedance measurement was 85 ohms, and triad shock impedance measurement was 65 ohms. This ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.